Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for eval. It has not yet been received.

Event description:
Device issue: needle-to-cuff miss, abnormal appearance - foot. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis, hematoma, pain. It was reported that a physician using the perclose proglide device attempted arteriotomy closure of a heavily calcified common femoral artery after an unspecified procedure. Reportedly, when the needle plunger was removed, "the needles had no suture indicating, there had been a cuff miss." Manual compression was applied to achieve hemostasis. "Although hemostasis was achieved, the pt developed a large hematoma in the groin. Bleeding was controlled after 10 minutes of manual compression. Additional pain relief was required. After the bleeding was controlled, it was noted that the foot plate did not look 'normal'. There were no reported pt adverse effects. Though requested, no additional info was provided.